Event description:
Boston scientific received information that this right atrial (ra) lead was dislodged. The patient had twiddler's syndrome and the ra lead was coiled around the device. The lead was explanted and discarded. A new ra lead was successfully implanted. This lead was explanted and discarded. As a result, boston scientific crm is unable to confirm the clinical observations. No additional information is available at this time. This event will be reopened is any additional information is received.